Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur after the reset. Caller was advised to continue using the pump and to call back if the malfunction code recurred, which they acknowledged and understood.